Event description:
Intermittent under sensing of atrial arrhythmias noted, causing early/termination of episodes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).